Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within 3 hours of insertion at thigh on (B)(6) 2025, which resulted in elevated blood glucose (340 mg/dl), therefore patient had received correction bolus via pump. The infusion set was in use for less than one hour. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.